Manufacturer narrative:
This event occurred on an unspecified date in december 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of small volume folfusors underinfused. The device was filled with fluorouracil (5-fu). This issue was identified during patient infusions. This was further described as ¿sometimes they take more than six additional hours to empty¿. There was no report of patient injury or any medical intervention. No additional information is available.